Event description:
The surgeon's office reported that the patient was experiencing pain at the generator site. The patient had slipped in the bathtub hitting her head and chest . After this incident the patient reported that there was a stabbing pain which radiated from around the site of her device in her neck and chest to her shoulder and down her left arm. The pain resolved when the device was disabled. Diagnostics were performed on the patient's generator after her fall and it was noted that the results were within normal limits. The patient then underwent generator replacement surgery. There was no noted reason to replace the lead at the time of the generator replacement and diagnostics were within normal limits with the new generator per the implant card. Information was then received that indicated the patient had undergone lead revision surgery 7 days after the generator was replaced due the pain at her lead site. No high impedance was seen and there was no lead discontinuity observed either. The explanted products were discarded. No product return is expected. No other information has been received to date.

Event description:
Product analysis was completed on the generator. Testing was performed and it was noted that no functional anomalies were identified with the device. Impedance values were with in normal limits. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids

Manufacturer narrative:
Describe event or problem, corrected data: initial MDR inadvertently omitted information known prior to submission of the MDR. Device available for evaluation, corrected data: initial MDR inadvertently omitted information known prior to submission of the MDR. Device evaluated by MFR, corrected data: initial MDR inadvertently omitted information known prior to submission of the MDR.

Event description:
The patient's explanted generator has been received and is undergoing product analysis.